Manufacturer narrative:
Retainer ring = clear customer complained about having pump error 38 alarm on (B)(6) 2021. The thus download was successful. (5) pump error 38 alarm found in the insulin pump history/trace download on (B)(6) 2021 at 12:53:00 o'clock, 13:24:42 o'clock, 13:25:31 o'clock, 13:36:44 o'clock and 13:46:00 o'clock. Device was received with pump error 38 alarm during rewind test. No cosmetic damage noted and the p-cap locks properly into place. Device was cut opened, inspected and tested. No visible physical damage or moisture damage noted on the electronic assemblies/motor assembly. Jammed motor gearbox found. Replaces a test motor and perform a rewind test again. Device passed the rewind test. In conclusion, device was received with pump error 38 alarm during rewind test and pump error 38 alarm found in the pump history/trace download due to jammed motor gearbox. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had received no motor movement retries to free a stuck motor failed alarm. The insulin pump was not exposed to high magnetic environment. Customer was able to successfully clear the alarm. Customer was not able to complete rewind. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.